Manufacturer narrative:
Upon receipt of additional information it was determined to not be reportable.

Manufacturer narrative:
(B)(4). Concomitant products: part:11-163669 name:32mm m2a mod head std nk lot:722710. Part:15-103682 name: m2a-t univ 2-hole shl sz 41/52 lot:286590. Part:15-105004 name:m2a-taper liner sz 41/32 lot:305800. The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Initial invoice shows 2 femoral heads. It is uncertain if this device was originally implanted. Further follow up attempts are ongoing. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04366, 0001825034-2017-04367, 0001825034-2017-04368.

Event description:
It was reported that a patient underwent a revision procedure approximately 12 years post initial implantation due to unknown reasons. Attempts have been made and no further information is available at this time.